Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2004 to 2009 for contraception as well as gabapentin, oral contraceptive nos from 2004 to 2009 and oxycodone from 2009 to 2018. In (B)(6) 2009, the patient experienced arthralgia ("hip pain") and flank pain ("flank pain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea(cramping),"). In (B)(6) 2012, the patient experienced fatigue ("fatigue/tired"), middle insomnia ("difficulty falling and staying asleep"), aphasia ("difficult recalling words") and exercise tolerance decreased ("difficulty doing strenuous exercise"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headache"). In (B)(6) 2014, the patient experienced emotional disorder ("emotional"). On (B)(6) 2016, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, gastrointestinal disorder, fatigue, nausea, migraine, headache, hormone level abnormal, middle insomnia, exercise tolerance decreased, abdominal distension and arthralgia had resolved, the aphasia was resolving and the emotional disorder and flank pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, aphasia, arthralgia, back pain, dysmenorrhoea, dyspareunia, emotional disorder, exercise tolerance decreased, fatigue, flank pain, gastrointestinal disorder, headache, hormone level abnormal, middle insomnia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: patient received treatment - gi conditions, fatigue, nausea, migraine, headaches, hormonal changes, sleep disorder and amnesic aphasia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received- event injury to herself remove and new events pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), gi conditions, fatigue, nausea, migraine, headache, hormonal changes, difficulty falling and staying asleep and difficult recalling words and difficulty doing strenuous exercise were added. Patient demography added. Lab data was added. Fu 2 and 3 processed together. On (B)(6) 2019: pfs received- new events emotional, bloating, hip pain and flank pain were added. Concomitant drug was added. Fu 2 and 3 processed together. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.